Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the patient passed away following the surgery.

Manufacturer narrative:
This report is for an unknown insertion handle/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, a long trochanteric fixation nail advanced (rfna) was inserted with a lag blade in the femoral head and distal locking was completed. On viewing the final x-rays, it was discovered the lag blade had missed the nail. This was subsequently removed, the jig and handle were reconnected, and a new blade was inserted. Concomitant devices: locking screw (part: 04.005.528s, lot: unknown, quantity: 1), locking screw (part: 04.005.530s, lot: unknown, quantity: 1), tfna nail (part: 04.037.228s, lot: 14l5269, quantity: 1), tfna helical blade (part: 04.038.390s, lot: 10l0160, quantity: 1), guide (part: unknown, lot: unknown, quantity: 1), k-wire (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown insertion handle. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A long nail was inserted with a lag blade in the femoral head and distal locking was completed. On final xrays it was discovered the lag blade had missed the nail. This was subsequently removed, the jig and handle were reconnected and new blade was inserted. The patient passed away after the surgery. Concomitant device reported: locking screw (part # 04.005.528s, lot # unknown, quantity 1), locking screw (part # 04.005.530s, lot # unknown, quantity 1), unk - end caps: tfna (part # unknown, lot # unknown, quantity: 1).